Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The root cause may be related to a failure to follow the dfu. The viscoelastic indicated is not qualified for this device. The use of an non-qualified viscoelastic may contribute to underfill, overfill, misfolding of the trailing haptic, lack of lubricity or other unpredictable outcomes, which may result in lens damage or delivery issues. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported an intraocular lens (iol) in a preloaded delivery system was implanted. Upon implanting the lens, it was noted there was a star-shaped defect on the surface. The incision was enlarged and the lens was removed. A suture was required. Additional information was requested.